Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v641090, implanted: (B)(6) 2011, product type: lead; product ID 3387s-40, lot# v641090, implanted: (B)(6) 2011, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
The consumer implanted for essential tremor reported the healthcare professional turned their battery too high and "killed the battery." Additional information received from the patient reported they went to see another doctor and the patient was told the other doctor "killed the battery" because he set it too high and it shocked him. The stimulator was replaced as a result.